Event description:
Abbott libre 3 plus cgm failed its own internal self-test (after several days of bad readings, already reported separately). Note, I still have the product now, but I will be returning it to abbott in about a week because they always require return of failed sensors to get a replacement.